Manufacturer narrative:
Initial reporter: company representative.

Event description:
It was reported that the right ventricular lead exhibited noise. Programming changes were made. The patient was schedule for next follow up. The lead remains implanted.